Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with moderate calcification and heavy tortuosity. Pre-dilatation was performed with 2.0 mm and 2.5 mm balloons and the 2.5x12 mm xience alpine stent was advanced and implanted. Post dilatation was performed with a 2.5 mm nc balloon. After post dilatation a distal edge dissection was noted. A 2.5x12 mm xience xpedition stent was used to treat the dissection. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect(s) of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.